Manufacturer narrative:
(B)(4). The actual device was returned and evaluated. The sample consisted of both the quick connects from the affected custom cardiovascular procedure kit (body) and the prescriptive oxygenator pack (insert) manufactured at a separate terumo facility and reported in MFR# 1124841-2016-00311. Photographs and visual inspection indicated there was no apparent damage or deformation to the body. The thumb latch appeared to be intact and chamfer was undamaged. There were no issues noted in the DHR review. Testing was then performed. The parts were connected together, the body from the cardiovascular procedure kit and the insert part from the prescriptive oxygenator pack. The parts were attempted to be pulled apart, but the components stayed connected. The parts were then disconnected properly with no issue. They were then reconnected and the proper clicking noise could be heard signifying a complete connection. This disconnection/reconnection was repeated three times with no issues. The connection was then pressurized to approximately 500 mmhg and the parts were attempted to be pulled apart again while pressurized. Again, they stayed connected with no issues. During this testing no anomalies were noted with the appearance of the connection. A definitive root cause could not be determined, therefore the event is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending. (B)(4).

Event description:
Customer reported that the quick disconnect connected disconnect at the inlet to the oxygenator, resulting in approximately 1 to 2 liters blood loss. The perfusionist was on cpb for approximately two hours, and during rewarming the quick connector on the inlet of the oxygenator disconnected. The perfusionist reconnected the connector, and estimated they were off cpb for approximately 10 seconds. The perfusionist estimated blood loss to be 1-2 liters. The product was not changed out. It was stated that the patient received two units of blood. Additionally it was reported that the patient was doing well in the post-operative intensive care unit.